Event description:
It was reported that while using the surgical fiber during a prostate procedure, significant diminished tissue vaporization efficiency was observed at 193,260 joules of use. The case was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a circumferential fracture of the glass cap, distal to the fiber/ cap fusion zone; the fiber proximal to the fracture was found to rotate independently of the metal cap. Burnt on detritus and devitrification of the cap output window was also observed. Both caps remain intact and attached. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. The potential for forward firing may exist. The most probable root cause that contributed to this failure was suspected to be related to heat accumulation/ user handling due to anatomical/ procedural factors encountered during the procedure.